Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would not run, displayed an e6 (overheat warning) error code and the flex circuit was damaged. The device also failed pretests for no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42), motor thermister, cutter lock and loctite and cable assessment. It was noted in the service order that the device hose was torn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.